Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: online customer reviews.

Event description:
During an online customer review, consumer reports alleged false positive sars results compared to other brands and unknown test method. Unknown in symptomatic or asymptomatic. Number of test not provided, reporting 2 events. Report 2 of 2.